Event description:
It was reported the nova biomedical that a consumer experienced a hypoglycemic event after hiking. The consumer did not control solution test and doesn't as a regular practice. The consumer also combined test strips and stores all supplies in bathroom against our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.